Manufacturer narrative:
Product analysis # (B)(4). Investigation plan: visual inspection, functional inspection (if applicable). Lhr review complaint device details: device name: plasmablade 3.0s, product number: ps210-030s, lot number: fl50821709, expiration date: 2017-06-26, quantity returned: 1. Testing performed: device packaging inspection: returned in a padded mailer envelope; device is in a single bio-hazard bag with the original tyvek lid attached. The device name and lot number matches and confirms the information listed in the gch. There is no additional paperwork included. Device visual inspection: device appears to be used with dried blood on the handpiece. All components appear intact without any damage. There are no visual signs related to the description. Both cut and coag have a tactile feel. Functional inspection: the plasmablade¿ 3.0s was connected to the complaint lab pulsar® ii generator and the expected e5 error code, "end of life" was displayed indicating that the device had been successfully activated by a pulsar® ii generator prior to complaint investigation. The device was tested for functionality. The device was activated in grounded saline in the collapsed position, at cut setting-2 and coag setting-1. Settings used for testing during manufacturing with acceptable results. There was no disruption of rf energy from the device and generator any time during use that was observed. The device is acceptable if the "glow" around the edge of the blade plasma field is observed and an audible high pitch noise is heard coming from the generator when both buttons cut and coag are actuated¿, which was observed during functional inspection of the complaint device. Additionally, to test the device for suction the whisperator was connected to the plasmablade¿ 3.0s and the device's suction was monitored in order to diagnose the suction issue noted in the complaint description. A steady draw from the whisperator was applied and the attempt to evacuate 500ml of water through the device's suction lumen was unsuccessful, resulting in zero amount of water collected. A closer visual inspection of the suction lumen showed there was an occlusion that may be restricting the evacuation of fluid. See figure 1. An attempt to clean out the occlusion by mechanical means and direct rinsing was applied. The suction evacuation was retested with the whisperator but continued to be unsuccessful. The teflon coating and the glass insulation coating peeled off the tip of the blade during use at the cut setting level 10. Lhr review: a review of the lhr for lot # fl50821709 revealed there were no problems during manufacturing that can be associated with the reported complaint. Investigation conclusion: the complaint is confirmed for the ¿suction issue ¿ no suction¿ that was reported in the complaint description. The plasmablade 3.0s passed and responded normally during functional inspection. In grounded saline however when connected to the whisperator and tested for the ¿suction issue¿ it failed to evacuate fluid. An attempt to remove blockage from inside the lumen and free up the passage in order to assist the evacuation of fluid through the suction lumen failed. It is likely that a dense blockage from dried blood further down the lumen channel is preventing the evacuation of fluid. During functional inspection the teflon coating and the glass insulation coating peeled off the tip of the blade during use at the cut setting level 10. See figures1 and 2. No corrective action will be taken at this time. The complaint will be tracked and trended in gch. (B)(4).

Event description:
During functional analysis of a plasmablade 3.0s device, returned for an alternate reason, it was identified that the device coating had peeled/flaked/chipped off. No patient impact or injury.